Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after starting up the image acquisition system (ias), x-ray was impossible. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID bi71000194, lot number: unknown. Product ID: bi71000193, lot number: unknown. Product ID: bi71000225, lot number: unknown. G2: foreign country - france. H3/h6: the system was serviced in the field and hardware was ordered, but not replaced. They could only use the system if they started it up with the handswitch and foot pedal unplugged. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the hand switch and foot switch were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.